Manufacturer narrative:
The device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. There was blood and contrast on the device. The tip, distal shaft, collar and hypotube were microscopically and visually inspected. Inspection revealed a partial separation at the collar/shaft, and tip/shaft damage (flattened) for a length of 10mm. Inspection of the remainder of the device found no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 20-dec-2018. It was reported that the device was twined with the wire. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the exit of the guidezilla was twined with the wire; consequently, a non-bsc stent was difficult to advance. The procedure was completed with another of the same device. No complications were reported and the patient is stable. However, device analysis revealed a partial separation at the collar/shaft.